Manufacturer narrative:
Product analysis (B)(4). Analysis information -- (B)(6) 2020, 14:29:00 cst pli# 10. Product ID# 7427. Below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Concomitant medical products: product ID :3887-28, lot# j0015984v, implanted: (B)(6) 2001, product type: lead, product ID: 3887-28, lot# j0015984v, implanted: (B)(6) 2001, product type: lead, product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension, product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension, product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient product ID: 3887-28, lot# j0015984v, implanted: (B)(6) 2001, product type: lead, product ID: 3887-28, lot# j0015984v, implanted: (B)(6) 2001, product type: lead, product ID :3887-28, lot# j0015984v, implanted: (B)(6) 2001, product type: lead. Other relevant device(s) are: product ID: 3887-28, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 3887-28, serial/lot #: (B)(4), UDI#: (B)(4). Analysis of neurostimulator (s/n (B)(4) showed that the ins was functionally okay, with insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
Explant of entire system. Returned for disposal only. No injury to the patient. Patient recovered without sequelae. Additional information was received from the healthcare provider (hcp). Caller states that patient is reporting he has his ins removed years ago because it didn't work but they were unable to remove the lead.